Event description:
It was reported during catheter delivery while adjusting the guidewire, the physician noted the guidewire had exited. The catheter was removed and the procedure was completed with another catheter. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not yet been returned for evaluation. A follow-up will be submitted after the device evaluation is completed.